Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), genital haemorrhage ('general abnormal bleeding),') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test." On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual pain),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy- hypersensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/ urinary problem"), urinary tract disorder ("bladder/ urinary problem"), fatigue ("injuries/symptoms: fatigue"), gastrointestinal disorder ("injuries/symptoms: gi conditions"), alopecia ("injuries/symptoms: hair loss"), migraine ("injuries/symptoms: migraine"), rash ("rash"), skin disorder ("skin disorder") and adnexa uteri pain ("I think I had it (ovarian cyst) it for years"), underwent tooth extraction ("dental problems / teeth pulled") and was found to have weight increased ("injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, menorrhagia and metrorrhagia had resolved and the ovarian cyst, hypersensitivity, fibromyalgia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, tooth extraction, gastrointestinal disorder, alopecia, weight increased and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, tooth extraction, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual pain), menorrhagia (bleeding between periods), general abnormal bleeding),allergy- hypersensitivity, rash/skin condition, fibromyalgia,fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: ovarian cyst & ovarian pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event coding changed from tooth disorder to tooth extraction. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test.". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding),"), ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual pain),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy- hypersensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/ urinary problem"), urinary tract disorder ("bladder/ urinary problem"), fatigue ("injuries/symptoms: fatigue"), gastrointestinal disorder ("injuries/symptoms: gi conditions"), alopecia ("injuries/symptoms: hair loss"), migraine ("injuries/symptoms: migraine"), rash ("rash"), skin disorder ("skin disorder") and adnexa uteri pain ("I think I had it (ovarian cyst) it for years"), underwent tooth extraction ("dental problems / teeth pulled") and was found to have weight increased ("injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain and metrorrhagia had resolved, the ovarian cyst, hypersensitivity, fibromyalgia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, tooth extraction, gastrointestinal disorder, alopecia, weight increased and adnexa uteri pain outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, tooth extraction, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual pain), menorrhagia (bleeding between periods), general abnormal bleeding), allergy- hypersensitivity, rash/skin condition, fibromyalgia, fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: ovarian cyst & ovarian pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-mar-2020: social medical case. Event outcome for heavy period was updated to recovering. Reporter added on 23-mar-2020: processed with fu 6 based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure (batch no. 625847-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test." The patient's concurrent conditions included myofascial pain syndrome. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding),"), ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual pain),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy- hypersensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/ urinary problem"), urinary tract disorder ("bladder/ urinary problem"), fatigue ("injuries/symptoms: fatigue"), gastrointestinal disorder ("injuries/symptoms: gi conditions"), alopecia ("injuries/symptoms: hair loss"), migraine ("injuries/symptoms: migraine"), rash ("rash"), skin disorder ("skin disorder"), adnexa uteri pain ("I think I had it (ovarian cyst) it for years") and abdominal discomfort ("feel like there is baby kicking(flutters)/feels like there is phantom baby"), underwent tooth extraction ("dental problems / teeth pulled") and was found to have weight increased ("injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain and metrorrhagia had resolved, the ovarian cyst, hypersensitivity, fibromyalgia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, tooth extraction, gastrointestinal disorder, alopecia, weight increased, adnexa uteri pain and abdominal discomfort outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal discomfort, abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, tooth extraction, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual pain), menorrhagia (bleeding between periods), general abnormal bleeding),allergy- hypersensitivity, rash/skin condition, fibromyalgia,fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine. Insertion date- (B)(6) 2007(discrepancy noted as written in mr). Removal date- (B)(6) 2015 (discrepancy noted as per mr). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: ovarian cyst & ovarian pain lot number reported 625847 is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test." On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding),"), ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual pain),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy- hypersensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/ urinary problem"), urinary tract disorder ("bladder/ urinary problem"), fatigue ("injuries/symptoms: fatigue"), gastrointestinal disorder ("injuries/symptoms: gi conditions"), alopecia ("injuries/symptoms: hair loss"), migraine ("injuries/symptoms: migraine"), rash ("rash"), skin disorder ("skin disorder") and adnexa uteri pain ("I think I had it (ovarian cyst) it for years"), underwent tooth extraction ("dental problems / teeth pulled") and was found to have weight increased ("injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain and metrorrhagia had resolved, the ovarian cyst, hypersensitivity, fibromyalgia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, tooth extraction, gastrointestinal disorder, alopecia, weight increased and adnexa uteri pain outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, tooth extraction, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual pain), menorrhagia (bleeding between periods), general abnormal bleeding), allergy- hypersensitivity, rash/skin condition, fibromyalgia,fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: ovarian cyst & ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), ovarian cyst ('ovarian cyst') and tooth fracture ('dental problems / teeth pulled/ 4 wisdom teeth pulled/been eating and all of a sudden ur tooth just broke off: yep') in an adult female patient who had essure (batch no. 625847-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test." The patient's concurrent conditions included myofascial pain syndrome. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding),"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual pain),"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy- hypersensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/ urinary problem"), urinary tract disorder ("bladder/ urinary problem"), fatigue ("injuries/symptoms: fatigue"), gastrointestinal disorder ("injuries/symptoms: gi conditions"), alopecia ("injuries/symptoms: hair loss"), migraine ("injuries/symptoms: migraine"), rash ("rash"), skin disorder ("skin disorder"), adnexa uteri pain ("I think I had it (ovarian cyst) it for years") and abdominal discomfort ("feel like there is baby kicking(flutters)/feels like there is phantom baby") and was found to have weight increased ("injuries/symptoms: weight gain"). The patient was treated with 4 wisdom teeth pulled and surgery (hysterectomy (full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain and intermenstrual bleeding had resolved, the ovarian cyst, tooth fracture, hypersensitivity, fibromyalgia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, weight increased, adnexa uteri pain and abdominal discomfort outcome was unknown and the heavy menstrual bleeding was resolving. The reporter considered abdominal discomfort, abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, migraine, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, tooth fracture, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual pain), menorrhagia (bleeding between periods), general abnormal bleeding),allergy- hypersensitivity, rash/skin condition, fibromyalgia,fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine. Insertion date- (B)(6) 2007 (discrepancy noted as written in mr). Removal date- (B)(6) 2015 (discrepancy noted as per mr). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: ovarian cyst & ovarian pain lot number reported 625847 is not valid. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter information and event dental problems / teeth pulled/ 4 wisdom teeth pulled updated to event:"been eating and all of a sudden ur tooth just broke off: yep" and 4 wisdom teeth pulled added in non drug treatment. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), ovarian cyst ('ovarian cyst') and tooth fracture ('dental problems / teeth pulled/ 4 wisdom teeth pulled/been eating and all of a sudden ur tooth just broke off: yep') in an adult female patient who had essure (batch no. 625847-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test.". The patient's concurrent conditions included myofascial pain syndrome. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), tooth fracture (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding),"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual pain),"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy- hypersensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/ urinary problem"), urinary tract disorder ("bladder/ urinary problem"), fatigue ("injuries/symptoms: fatigue"), gastrointestinal disorder ("injuries/symptoms: gi conditions"), alopecia ("injuries/symptoms: hair loss"), migraine ("injuries/symptoms: migraine"), rash ("rash"), skin disorder ("skin disorder"), adnexa uteri pain ("I think I had it (ovarian cyst) it for years") and abdominal discomfort ("feel like there is baby kicking(flutters)/feels like there is phantom baby") and was found to have weight increased ("injuries/symptoms: weight gain"). The patient was treated with 4 wisdom teeth pulled and surgery (hysterectomy (full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain and intermenstrual bleeding had resolved, the ovarian cyst, tooth fracture, hypersensitivity, fibromyalgia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, weight increased, migraine, skin disorder, adnexa uteri pain and abdominal discomfort outcome was unknown and the heavy menstrual bleeding was resolving. The reporter considered abdominal discomfort, abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, migraine, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, tooth fracture, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual pain), menorrhagia (bleeding between periods), general abnormal bleeding),allergy- hypersensitivity, rash/skin condition, fibromyalgia,fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine. Insertion date- (B)(6) 2007(discrepancy noted as written in mr). Removal date- (B)(6) 2015 (discrepancy noted as per mr) . Lot number reported (625847) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-oct-2021: quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain female') and ovarian cyst ('ovarian cyst'). In an adult female patient who had essure (batch no. 625847), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo confirmatory test". The patient's concurrent conditions included: myofascial pain syndrome. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding)"), ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual pain)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy- hypersensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/ urinary problem"), urinary tract disorder ("bladder/urinary problem"), fatigue ("injuries/symptoms: fatigue"), gastrointestinal disorder ("injuries/symptoms: gi conditions"), alopecia ("injuries/symptoms: hair loss"), migraine ("injuries/symptoms: migraine"), rash ("rash"), skin disorder ("skin disorder"), adnexa uteri pain ("I think I had it (ovarian cyst) it for years") and abdominal discomfort ("feel like there is baby kicking(flutters)/feels like there is phantom baby"), underwent tooth extraction ("dental problems, teeth pulled"). And was found to have weight increased ("injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain and metrorrhagia had resolved. The ovarian cyst, hypersensitivity, fibromyalgia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, tooth extraction, gastrointestinal disorder, alopecia, weight increased, adnexa uteri pain and abdominal discomfort outcome was unknown. And the menorrhagia was resolving. The reporter considered abdominal discomfort, abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, tooth extraction, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual pain), menorrhagia (bleeding between periods), general abnormal bleeding),allergy hypersensitivity, rash/skin condition, fibromyalgia,fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine. Insertion date: (B)(6) 2007 (discrepancy noted, as written in mr). Removal date: (B)(6) 2015 (discrepancy noted, as per mr). Concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: ovarian cyst & ovarian pain. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test." On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding),"), ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual pain),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy- hypersensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/ urinary problem"), urinary tract disorder ("bladder/ urinary problem"), fatigue ("injuries/symptoms: fatigue"), gastrointestinal disorder ("injuries/symptoms: gi conditions"), alopecia ("injuries/symptoms: hair loss"), migraine ("injuries/symptoms: migraine"), rash ("rash"), skin disorder ("skin disorder"), adnexa uteri pain ("I think I had it (ovarian cyst) it for years") and abdominal discomfort ("feel like there is baby kicking(flutters)/feels like there is phantom baby"), underwent tooth extraction ("dental problems / teeth pulled") and was found to have weight increased ("injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain and metrorrhagia had resolved, the ovarian cyst, hypersensitivity, fibromyalgia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, tooth extraction, gastrointestinal disorder, alopecia, weight increased, adnexa uteri pain and abdominal discomfort outcome was unknown and the menorrhagia was resolving. The reporter considered abdominal discomfort, abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, tooth extraction, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual pain), menorrhagia (bleeding between periods), general abnormal bleeding),allergy- hypersensitivity, rash/skin condition, fibromyalgia,fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: ovarian cyst & ovarian pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter added. Event: feel like there is baby kicking(flutters)/feels like there is phantom baby added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), genital haemorrhage ('general abnormal bleeding),') and ovarian cyst ('ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test.". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual pain),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy- hypersensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/ urinary problem"), urinary tract disorder ("bladder/ urinary problem"), fatigue ("injuries/symptoms: fatigue"), tooth disorder ("injuries/symptoms: dental problems"), gastrointestinal disorder ("injuries/symptoms: gi conditions"), alopecia ("injuries/symptoms: hair loss"), migraine ("injuries/symptoms: migraine"), rash ("rash"), skin disorder ("skin disorder") and adnexa uteri pain ("I think I had it (ovarian cyst) it for years") and was found to have weight increased ("injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and ovary removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, menorrhagia and metrorrhagia had resolved and the ovarian cyst, hypersensitivity, fibromyalgia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, tooth disorder, gastrointestinal disorder, alopecia, weight increased and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, ovarian cyst, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual pain), menorrhagia (bleeding between periods), general abnormal bleeding),allergy- hypersensitivity, rash/skin condition, fibromyalgia,fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social medical records: ovarian cyst & ovarian pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received: event added from pfs- ovarian cyst & ovarian pain. Reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmatory test.". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual pain),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), hypersensitivity ("allergy- hypersensitivity"), fibromyalgia ("autoimmune diagnosed fibromyalgia"), psychological trauma ("psychology injury"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/ urinary problem"), urinary tract disorder ("bladder/ urinary problem"), fatigue ("injuries/symptoms: fatigue"), tooth disorder ("injuries/symptoms: dental problems"), gastrointestinal disorder ("injuries/symptoms: gi conditions"), alopecia ("injuries/symptoms: hair loss"), migraine ("injuries/symptoms: migraine"), rash ("rash") and skin disorder ("skin disorder") and was found to have weight increased ("injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, menorrhagia and metrorrhagia had resolved and the hypersensitivity, fibromyalgia, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, tooth disorder, gastrointestinal disorder, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for: dyspareunia (painful sexual intercourse), pelvic/ abdominal, menorrhagia (heavy menstrual pain), menorrhagia (bleeding between periods), general abnormal bleeding),allergy- hypersensitivity, rash/skin condition, fibromyalgia, fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Event injury was updated and new events: dyspareunia (painful sexual intercourse), pelvic/ abdominal pain, menorrhagia (heavy menstrual pain), metrorrhagia (bleeding between periods), general abnormal bleeding), allergy hypersensitivity, rash/skin condition, autoimmune diagnosed fibromyalgia, psychology injury, bladder/ urinary problem: vaginal discharge, injuries/symptoms: fatigue. Other, dental problems, gi conditions, hair loss, weight gain, migraine, did not undergo confirmatory test were added. Plaintiffs information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.